Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump dispensed insulin during the load step. The reporter stated that the load step was attempted two more times with the same effect. This report is made based on the allegation that the load step dispensed insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Investigation revealed a crack at one of the force sensor connector pins.